Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler set cassette and into the cassette door of their cycler after ending their pd treatment. The patient reported receiving the heater bag not detected and the air detected in cassette alarms during drain 1 of treatment, at which point the patient checked the cassette door and fluid poured from the compartment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could not progress treatment and decided to end treatment for the night. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment was not completed on the day of the event. The patient received a new cycler in time for treatment the following day, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The patient noted that no holes or tears were found in the cycler set cassette after removing it from the cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A valve actuation test was performed and passed. A system air leak test was performed and passed. A patient sensor calibration check was performed and passed. A voltage verification check was performed and passed. The post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and passed. The cycler was powered off and on during the treatment and alarmed with a power fail recovery alarm message. The treatment was resumed and completed without failure. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.